Manufacturer narrative:
This report is being submitted as a correction. Upon further review, it has been determined that atrion is the labeled manufacturer of the complaint device and is therefore responsible for all regulatory reporting and complaint investigation requirements. The complaint information has been provided to the manufacturer (atrion) and entered in the complaint file by cook inc.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Common name & product code- ptm, koe. Name and address: postal code: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to an unknown procedure the user opened a sphere inflation device and found a white foreign substance on the device. The user then wiped the device with gauze and used it to complete the procedure. There were no adverse effects to the patient reported.